Event description:
A 30g cannula from visitec was attachedd to the syringe. While using it to irrigate the eye, the cannula detached, causing a tear in the posterior capsule. The lens implant became dislodged, floating to the back of the eye. An anterior vitrectomy was then performed and an anterior lens inserted. On 2/3/92, the doctor stated the patient's vision was clearingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown, invalid data, invalid data, invalid data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.